Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was in backup vvi mode. The physician explanted and replaced the device. The patient was stable post procedure.